Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced. The patient was stable.